Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation additional findings were: a foreign body in the nozzle. Due to clogging of the nozzle, air supply volume and water supply volume did not meet the standard value. Insertion section between the distal end and connector was out of specification due to peeling of the adhesive. Handling issues caused a crack to the resin of the distal end. The objective lens was cracked due to handling issue. Due to a scratch on objective lens, the image had a dark area partially. The insertion tube was caught and pinched; the tube was deformed. Due to wear of angle wire, bending angle in the up direction did not meet the standard value. The scope cover had a scratch. Switch box had a scratch. The right/left and up/down knobs had a scratch. The forceps elevator knob and lever had a scratch. Grip had a scratch. The universal cord had a scratch and a wrinkle. The suction connector had a scratch. The scope connector cover unit had a scratch. Due to adhesive peeling on a-rubber, insulation resistance value at distal end did not meet the standard value. Due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value. The connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer did not know what the foreign material was. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle and channels were wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle and channels were flushed with detergent solution. There were no other concerns with reprocessing.

Event description:
The customer reported to olympus, the gastrointestinal videoscope cleaning brush tip was clogged resulting in defective air and water supply. The issue occurred during a diagnostic screening test. The procedure was completed by swapping machines with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.